Event description:
The customer reported that during a prostatectomy, after the first seal the jaws of the device would not reopen while applied to tissue. The surgeon resected the tissue directly adjacent to the device jaws in order to remove the device from the tissue. The area was then sutured. There was no injury to the patient, and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.